Manufacturer narrative:
Previously reported awareness date in follow-up 1, jan 18, 2018 was incorrect; the correct date is jan 10, 2018.

Manufacturer narrative:
The reported events of noise and inappropriate shock were confirmed. As received, only the distal end of the lead was received for analysis. Internal insulation abrasion was noted at 10.2 cm to 11.2 cm from the distal tip. The etfe coating was intact at this location. Internal insulation abrasions were noted at 42.1 cm to 43.7 cm and 43.7 cm to 44.1 cm from the distal tip. The insulation abrasions breached two unknown cable lumens with no etfe cables in the abrasion zones. External insulation abrasion caused by friction to the device can was noted at 64.7 cm to 65.0 cm from the distal tip. The insulation abrasion breached an unknown cable lumen consistent with friction to the device can.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate shock for atrial fibrillation with rapid ventricular response. Noise was also noted on the rv lead. All lead measurements were in range. No attempts to reproduce the noise in clinic were made. The lead was laser explanted and replaced. The patient did not experience any symptoms.